Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03522 pertains to the other device. It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a stress urinary incontinence and cystocele repair procedure on (B)(6), 2010. According to the complainant, the patient experienced pain, continued incontinence and infection (exact nature and date of onset unknown). All other information is unknown and reportedly unavailable.